Manufacturer narrative:
The customer reported that one of their transmitter was not displaying any heart rate readings. The customer also reported that this transmitter was not sending the heart rate reading to the central nurse's station (cns). No patient harm or injury was reported. The transmitter was switched out with a working one, which resolved the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: the cns was used in conjunction with the transmitter, but was not the device that experienced failure. Attempts to obtain the following information were made, but not provided: cns - model: ni. S/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: ni.

Event description:
The customer reported that one of their transmitter was not displaying any heart rate readings. The customer also reported that this transmitter was not sending the heart rate reading to the central nurse's station (cns).

Event description:
The customer reported that one of their transmitters was not displaying any heart rate readings. The customer also reported that this transmitter was not sending the heart rate reading to the central nurse's station (cns).

Manufacturer narrative:
Details of the complaint. On (B)(6) 2019, customer at (B)(6) health ctr reported heart rate was not shown on the cns or transmitter (zm-520pa sn: (B)(6)). Investigation summary: the approximate age of the unit was 7 years at the time of reported issue and the unit was beyond warranty. The unit has no prior nka complaint or servicing history which may be related to the current issue. As the unit was not returned, nka evaluation could not be performed and the root cause could not be determined. The overall risk is low. Additional model information: d11 & c2: the cns was used in conjunction with the transmitter, but was not the device that experienced failure. Attempts to obtain the following information were made, but not provided: cns - model: ni. S/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: ni.